Manufacturer narrative:
Engineering analysis: the details and imaging provided indicate that the stent had not been post dilated after the initial implantation. The imaging provided also shows that the icast 9mm x 38mm stent was placed in the left internal iliac artery within the proximal end of an aneurysm. The icast stent was deployed within the distal end of the zenith stent graft that excluded the aneurysm. As depicted in the diagram the proximal end of the icast stent was not supported by healthy vessel nor was the zenith stent graft as the overlap area was within the aneurysmal sac. This without post dilation of the icast stent may have attributed to the type 1 endo leak. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath; ability to deploy the stent at nominal pressure (8atm); ability to withdraw the deflated balloon catheter back through the labeled introducer sheath; ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures; balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm); manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that a patient had an endovascular iliac branch procedure. A type I endo leak was noticed at the stent on follow up 2 weeks later. At three weeks post procedure the patient underwent a secondary intervention to repair the leak.